Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrows on the pump did not always respond to presses. The reporter confirmed that there was no damage noted to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.